Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was not confirmed. The monitor's response buttons worked correctly in svc. The monitor's response buttons were replaced as a precaution. The monitor was retested and restocked. No adverse event resulted from the response button problem. The pt rec'd a replacement monitor.

Event description:
A male pt contacted lifecor customer support to report that his monitor would not stop stating "please release response buttons". Support had the pt reinsert the battery and press the response buttons repeatedly to get the alarms to cease. Nothing worked, and the pt's monitor displayed "release response buttons". A pt svc rep (psr) went to the pt and replaced the monitor.